Event description:
The customer reported to olympus, that the visea elite ii video system center in combination with an endoeye flex deflectable videoscope, did not display an image. The issue was found during a therapeutic procedure. The procedure was completed with the same devices. A loaner device was provided to the customer. There was no report of patient harm. This medical device report (MDR) is related to the following patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation did not confirm the no image event. No abnormalities were found. In addition to the b5 findings, there was a report of a battery drain. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Correction to g2.: (inadvertently selected healthcare professional). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the indicated phenomenon occurred, due to a failure of high definition (hd) serial digital interface (sdi) pin on printed circuit (dp) board. Olympus will continue to monitor field performance for this device.